Event description:
It was reported by the patient that he treats 7 to 10 hours at night. The patient stated that this caused him pain and he took it off. The patient put the unit on at 9:30pm and removes it at 4am and he has not experienced any pain since then. No further consequences are reported. There was no product returned for further evaluation

Manufacturer narrative:
Additional information in the following fields - b4: date of this report, g3: date received by manufacturer. H2: follow up type, h6: evaluation codes. Corrected data in the following fields - d2: common device name, d3: catalog number, h6: device code. Section b3: as the day of the event is unknown, the event date is estimated as october of 2025. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to ebi for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was unable to be reviewed as the lot number of the product is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. Section b3: as the day of the event is unknown, the event date is estimated as (B)(6) 2025

Event description:
It was reported by the patient that he treats 7 to 10 hours at night. The patient stated that this caused him pain and he took it off. The patient put the unit on at 9:30pm and removes it at 4am and he has not experienced any pain since then. No further consequences are reported. There was no product returned for further evaluation